Event description:
It was reported that the battery had depleted on the device. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. There were no adverse consequences reported for the patient.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of rapid battery depletion was not confirmed. The device was received from the field unable to establish telemetry. Analysis revealed the device battery voltage was at end of life. Further analysis performed after replacing battery showed no anomalies and normal device characteristics. A longevity assessment was performed, and the implant duration exceeds the total projected longevity, indicating normal battery depletion.